Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering boluses and alarming no delivery. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The customer treated with an insulin pen and reduced their blood glucose to the 200 mg/dl range. Troubleshooting did not occur as the customer changed the infusion set and resumed insulin pump therapy. The insulin pump was not returned for analysis.